Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information received. The distribution manager p***** delivered the product to the pharmacy warehouse f***** when opening the collective box of 250 pieces, the primary container does not have an expiration date, so the order for 8 boxes was rejected. Acquisition of 15 boxes 20 ml syringe without needle brand bd lot 2236228 and expiration in collective box august 31, 2027 250 pieces supplier c************ n**** s* d* c*, invoice of income 44453 20 ml syringe without needle brand bd lot 2236228 and expiration in collective box august 31, 2027 8 boxes 250 pieces invoice 26295 the 20 ml syringe without a needle arrived with no expiration date printed on the primary packaging. The problem was detected in the material conditioning area.

Event description:
It was reported that 23 boxes of the bd plastipak¿ syringes had no expiration date printed on the packaging. The following was received by the initial reporter: the 20 ml syringe without a needle arrived with no expiration date printed on the primary packaging. The problem was detected in the material conditioning area.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.